Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 328 mg/dl. She corrected her blood glucose level with a manual injection because she could no use her insulin pump due to the motor error. The customer disconnected from her insulin pump. Her blood glucose level was high because she had an urinary tract infection. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence the product will return. Nothing further to report.